Event description:
The doctor noticed haptic was broken after the iol was inserted into the patient's eye. The incision was slightly enlarged to remove and replace the lens with one suture used to close.

Manufacturer narrative:
See MDR 1920664-2010-00051 for the delivery device used with this intraocular lens.